Manufacturer narrative:
The device was returned to zoll medical (B)(4); the device performed to specification. The reported malfunction was observed during review of the customer supplied visual data. The device's multi-function cable and multi-function receptacle were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.